Event description:
During a pacemaker replacement procedure, the physician reported a connection relative to the subject pacemaker and associated ventricular lead. Specifically, it was indicated that with the screwdriver already inserted into the screwdriver slot, there was some resistance when inserting the ventricular lead and full insertion of the lead was uncertain. Following tightening of the associated set-scre, the lead could removed from the port with a pull test. The physician indicated that the set-screw was not descended into the channel. A second lead connection attempt was made with the same results. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
During a pacemaker replacement procedure, the physician reported a connection relative to the subject pacemaker and associated ventricular lead. Specifically, it was indicated that with the screwdriver already inserted into the screwdriver slot, there was some resistance when inserting the ventricular lead and full insertion of the lead was uncertain. Following tightening of the associated set-scre, the lead could removed from the port with a pull test. The physician indicated that the set-screw was not descended into the channel. A second lead connection attempt was made with the same results. Another pacemaker was subsequently implanted instead.